Manufacturer narrative:
The tech found the label was international and read rcp. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the labels to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the bed was shipped with international CPR label that read rcp. The bed was located in ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #( B)(4).